Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, the instrument broke and components disengaged inside the pt's cavity. The surgeon applied another device to complete the procedure.